Manufacturer narrative:
(B)(4) the device was not returned for analysis as it was discarded at the site. Since the device was not returned for analysis a definitive conclusion could not be concluded.

Event description:
Medtronic received information that the after removal of the catheter and upon ultrasound for graft placement, it was reported that a fragment from the catheter was found within the patient's body. The patient was being treated for lower extremity arterial clot. The anatomy was reported to have been tortuous. Tissue plasminogen activator (tpa) was being infused through the catheter. The catheter was initially placed in tibial vessel. At the time of removal, all appeared normal. There were no reports of any type of catheter damage at that time. The patient was asymptomatic. However, upon surveillance ultrasound for graft placement a fragment of the catheter was found within the patient's body. The fragment was snare out. The patient was also reported to be doing very well prior and post removal.